Manufacturer narrative:
(B)(6).

Event description:
It was reported that while tapping the gold awl into the bone, the plastic black cap on the top of the awl broke off. All of the pieces were removed and spade drill was used to finish bone prep.

Manufacturer narrative:
One 3.8mm tapered awl was returned for evaluation. Visual assessment of the device confirmed the reported complaint of breakage. The shaft of the device has broken where it transitions in diameter. The break area shows no material voids. The device was tested for material condition and found to meet print specification. The device is over four years old and shows normal wear. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: application of excessive force. As with any surgical instrument, careful attention must be exercised to ensure that excessive force is not placed on the instrument. Excessive force can result in instrument failure.

Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device.